Event description:
It was reported that "it was unable to pace during use." There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. No introducer was returned. Continuity testing found that a short condition occurred in the y adaptor between the proximal and distal leadwire. No open or short conditions were found in the leadwires between distal of y adaptor and the electrodes. The balloon inflated clear and concentric with 1.3cc air and the balloon remained inflated for 5 minutes without leakage. Balloon inflation test was performed using lab syringe with 1.3 cc air by holding the balloon under water. No visible damage to the catheter body was observed. Visual examination was performed under microscope at 10x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of pacing difficulty was confirmed during the evaluation. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.